Event description:
It was reported that bd insyte autog bc sticky substance in catheter. The following information was provided by the initial reporter: just reaching out to see if you have had any complaints in regard to the 20 gauge insyte IV catheters? We are finding that they are sticking and hard to advance as well as it seems as though there is a gel type substance within the plastic catheter. Please see attached for the lot and reference. (B)(6) 2025. We have not had any additional problems with a new lot. No patient problems. Number of occurrences-multiple. Date of event-week of 12/16.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, (B)(6) was used as a place holder.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4261373. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Event date updated.